Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that the patient had a return of symptoms. The patient¿s foot pain had gotten much worse and was no longer controlled with the stimulator. The patient stated that nothing had changed. The patient stated that their ¿tumors¿ were hurting more and they were getting some type of foot injection soon to help with the pain. The patient stated that the health care professional (hcp) had not done any imaging to see if they had any type of degenerative changes going on. The patient stated that ¿it had not really worked¿ since the last time the manufacturer representative had reprogrammed them. The manufacturer representative remembered the reprogramming session and the patient had left much happier than when they had arrived. The patient stated that these issues had been going on no longer than 2 months. The patient¿s last reprogramming session had been much longer than 2 months with the manufacturer representative stating that it was in (B)(6) 2015 and it was stated that the patient had not contacted the manufacturer representative sooner for a reprogramming session because they did not think it would work. The patient and manufacturer representative discussed that several reprogramming sessions might be needed to achieve optimal relief. It was also discussed that if the patient was having some major changes then perhaps seeing the hcp for imaging would be in order. The patient stated that ¿it was not working anymore.¿ the manufacturer representative reported that previously the patient had been very pleased with their therapy. The manufacturer representative and patient were scheduling an appointment to check the device and reprogram. It was later reported that the patient was upset that they could not get an MRI done of their foot. The hcp thought the patient¿s problem of late was related to changes in their achilles tendon. The manufacturer representative was planning on meeting the patient on thursday. The patient was adamant that they needed an MRI even though the manufacturer representative explained the danger of an off label scan and that the hcp could choose other imaging that could identify any new problems the patient was having. The patient¿s device was only approved for head-only MRI. The patient stated that they did not care that the device was not MRI approved and cancelled the reprogramming session. The patient stated that they were going to line up scheduling for a removal appointment. The manufacturer representative stated that they were concerned since the last few times that they had been in contact with the patient the conversations were not the level-headed conversations they had in the past and the patient had previously been a very sharp patient who asked questions when they needed help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.